Manufacturer narrative:
H10: internal complaint reference: case-(B)(4).

Event description:
It was reported that a hole was found in sterile packaging of a 3mmx1000mm ball tp gde rd, ball tip wasn¿t secure in safety foam. As this was noticed in a non-surgical environment, there was not any patient involved.

Manufacturer narrative:
Section h3, h6: the product was not returned for evaluation, however, previous complaints were received for this part number and investigated, in which the reported failure mode was confirmed. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the packaging sequence, the guide rod should be fully inserted into the foam end cap on both ends. The guide with the foams should be placed inside the pouch and sealed as close to the end cap as possible to prevent the detachment of end caps during transit. A new packaging upgrade is in progress, which will mitigate the occurrence of this type of failure. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include damage during shipping, mishandling and/or storage. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H5: labeled for single use.

Manufacturer narrative:
Section h6 was updated. Section h10: the associated device was not returned for evaluation, so we were unable to confirm the reported failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported event. As there was no lot number available, the complaint history review was performed on product number only. A complaint history review revealed similar events for the listed device over the previous 12 months. A review of the risk management file found this failure mode has been previously identified and the risk level is within anticipated limits. At this time, we have no reason to suspect that the product failed to meet specifications at the time of manufacture. While we were unable to identify a definitive root cause for the reported event, factors that could contribute to this issue include damage due to mishandling during shipping or storage. Based on this investigation, the need for corrective action is not indicated. Should the product or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference: case-(B)(4).